Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an adhesive event as the tape of the infusion set was not sticking properly after it had been in use for 1.5 days. Patient was unsure of the cause for this adhesive issue. Patient confirmed the use of alcohol for site preparation and they allow the alcohol to dry before inserting the infusion set. No further information available.